Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. No device malfunction identified. At this time, it cannot be determined how the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a case, as the surgeon was attempting hardware removal using the acl revision kit, the tip of the bio-trans fix extractor broke while trying to remove another manufacturer's cross pin product. The tip of the extractor was not retrieved. Follow-up investigation: the case was an acl revision the tip was not removed and no x ray was taken. Because the femoral cross pin could not be removed, the surgeon did an over the top acl instead of the planned technique.